Event description:
It was reported that a clearlink solution set experienced no flow. This occurred during the administration of an adenosine stress test. The customer stated that the adenosine pump indicated that the patient¿s IV occluded and a small amount of the adenosine backflushed into the IV tubing. After the patient¿s IV was flushed with saline, the small amount of adenosine in the tubing was bolused in the patient. The patient's heartbeat stopped for five seconds. The reporter stated that the patient quickly recovered and there was no medical intervention or serious injury associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.